Event description:
The pump was returned for investigation. Investigation revealed a scratched and cracked display lens and the battery cap height was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be scratched and cracked along the edges. Evaluation revealed that the battery cap height was not within specifications. The battery compartment threads were observed to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.